Event description:
New information received notes that a new malfunction of signal artifact was noted on the right ventricular lead. No further patient consequences were reported.

Event description:
It was reported that a patient presented remotely with over-sensing of noise noted on the patient's right ventricular (rv) lead. No intervention or patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.